Event description:
Information received from the field notes that the patient was receiving treatments for breast cancer. During the radiation treatments, the pacemaker rate increased to the maximum sensor rate. The first treatment delivery was left to right and the rate remained stable. Between treatment deliveries, the rate increased to 81 ppm before dropping to 60 ppm. The second delivery was directed right to left and the rate increased to 120 ppm.